Event description:
It was reported that an embolism occurred, requiring additional intervention. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat a diseased common femoral artery and then the deep femoral artery. After the atherectomy procedure, an embolism occurred. Fibrinolytic therapy was performed to prevent further damage. There were no further complications reported.